Event description:
Physician suspects externalized conductors. Previous follow up showed no electrical anomalies. Based on the review of the x-ray, externalized conductors were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.